Event description:
I was using moisture loc contact solution, and started having blurry vision in both of my eyes. I thought something was in my eyes, so I rinsed out my contacts with more of the solution and continued to wear them. My eyes started to get red and painful, so I just took my contacts out and started to wear my glasses. I was still having blurry vision with my glasses on, and even started to have yellowish discharge come from my eyes. It was extremely painful, even closing my eyes would hurt. I was able to wipe huge mucus balls out of my eyes. I went to an eye doctor because I continued to have blurry vision and much pain. He examined my eyes closely and found out I have clouding of my corneas. He told me to bring all my contacts, solutions, and cases in for the appointment. As soon as he saw my contact solution, he told me right away that it was on recall. I had no idea. He threw it out immediately, as well as the contacts I had been wearing and my contact case. He prescribed me drops to clear up my severe infection. He said he has not seen clouding of the corneas as bad as I've had. In about 1 week the clouding was gone. He also told me which solution I was to use. I still have trouble with both of my eyes, and experience blurriness and pain every now and then. Frequency: daily. Dates of use: a few months. Diagnosis or reason for use: contacts. Event abated after use stopped or dose reduced? No.